Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that no print-outs were available, but according to the patient, the impedances were ok. The patient did not experience any shocking and the tests did not show any allergies or infection. Additionally, stimulation worked fine the whole time and recharging interval was as expected. The ins was re-oriented in the pocket and the patient was doing well.

Event description:
It was reported that the pocket of the patient¿s implantable neurostimulator (ins) was red and hot (¿and aging¿). Patient symptoms of pain redness, and swelling at the device pocket were reported. Diagnostics and troubleshooting that were performed included impedance testing along with allergy and infection tests. It was noted that the ins ¿should be relocated¿ on (B)(6). It was also reported that, depending on the situation, the ins ¿should be replaced¿ as the doctor assumes the device was heating the pocket due to a defect. The cause of the product issue was unknown. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.